Event description:
It was reported that the patient had driveline faults. Log files confirmed driveline faults throughout the file. Per technical services instructions, the clinician replaced the patient's system controller which did not resolve the issue. The log file data from the new controller was consistent with the log file data from the original controller. The controller exchange did not resolve the issue. An x-ray was performed, and driveline images were unremarkable. A driveline external lead replacement was performed on (B)(6) 2024. After the repair, it was noted that the conductor fracture still existed. Log files from (B)(6) 2024 to (B)(6) 2024 revealed that the driveline faults continued post driveline replacement.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed driveline (dl) wire damage that could have contributed to the reported driveline fault alarms. Review of the submitted log files confirmed low flow events; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files captured driveline fault alarms which did not resolve after a controller exchange. An external dl repair was later successfully performed on (B)(6) 2024, but the alarms remained ongoing. Pump stop events were observed during the repair process. Low flow events were also observed (B)(6) 2024. The patient later underwent a pump exchange on (B)(6) 2024. (B)(6) was returned assembled with the dl severed approximately 1¿ from the pump housing. The distal portion of the dl was returned in two portions: one measuring approximately 23.5" from the controller connector (cc) and one measuring approximately 15.5". The sealed inflow cannula (inlet extension, flex section, inlet elbow) was returned assembled and attached to the pump inlet port. A portion of the apical sewing ring was returned separately from the device. The sealed outflow graft and outlet elbow were returned engaged and attached to the pump¿s outlet port. The sealed outflow graft bend relief and bend relief collar were returned detached from the device. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of thrombus formations or depositions which would have contributed to any flow issues during support. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope. No anomalies were observed that would have contributed to a functional issue. An electrical continuity test of the dl was performed which produced an open circuit on the yellow wire. All remaining wires passed continuity testing. No wire-to-wire or wire-shield shorts were induced during testing. Microscopic inspection of the underlying wires revealed an area of damage to the yellow wire approximately 3.5" from the pump housing. The insulation layer was breached, and the conductors revealed a complete fracture. The returned portions of the dl were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test revealed an additional area of insulation breach on the orange wire from the 15.5" section, approximately 3.5" from the pump housing; however, no evidence of conductor fracture was observed. Additionally, each wire was lightly pulled in an attempt to identify an area of wire conductor breakdown. No additional areas of damage were observed during this testing. All observed dl wire damage appeared to be the result of fatigue failure due to repetitive flexing of the dl and abrasion against the metal shield. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. Data retrieved from testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction,¿ provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. This section also addresses damage due to wear and fatigue of the driveline and outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard and driveline fault alarms, and provides information regarding how to respond to and troubleshoot the alarms. This document also contains a section on ¿caring for the driveline;¿ however, all heartmate ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that additional log files from 13mar2024 to 14mar2024 was mostly filled with low flow events and some speed adjustments. On (B)(6) 2024 the patient went into the operating room for planned exchange to heartmate 3 lvad. During the procedure the patient had concurrent aortic valve replacement secondary to moderate/severe aortic insufficiency. After the procedure, the patient was supported by the heartmate 3 an experienced right ventricular insufficiency, so the patient was placed back on veno-arterial extracorporeal membrane oxygenation (va ECMO). On (B)(6) 2024 tech services received an after hours emergent call from an advent health nurse asking if there was a way to increase the heartmate 3 system controller alarm off time. Tech services informed the nurse about the extended silence feature and informed her to access this feature. They also said that the pump speed would need to be lowered briefly and that the nurse should speak with the physician prior to making the adjustment. The nurse said they would and had to end the call to get back to the patient. The patient passed away on (B)(6) 2024 due to withdrawal of care in the setting of multi-system organ failure and cardiogenic shock. The physician noted that the patient had profound vasoplegia. The outcome was device/therapy related. An autopsy would not be performed. The pump was not explanted and will not return.